Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "infection, urinary tract" and "redness" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator presented to the clinic with signs of urinary tract infection uti and also redness at the incision site area. The physician noted that the patient has an infection at the implant site location and will need to have their device removed. The patient had a full device removal and is doing fine. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator presented to the clinic with signs of urinary tract infection uti and also redness at the incision site area. The physician noted that the patient has an infection at the implant site location and will need to have their device removed. The patient had a full device removal and is doing fine. There were no additional patient complications.